Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: endoleak, aneurysm enlargement, embolization (micro and macro) with transient or permanent ischemia. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On an unknown date (estimated to be after (B)(6) 2016), follow-up imaging revealed enlargement of the aneurysm (amount unknown); and an unknown endoleak. On (B)(6) 2019, the patient underwent reintervention to treat the aneurysm enlargement and an occlusion of the right internal iliac artery. An additional contralateral leg component was implanted on the right side and to reline the proximal trunk and the initial contralateral leg component and the bare metal express stent. Coverage extended down the right external iliac artery and intentionally covered the right hypogastric artery which was then coil embolized. The type of endoleak was unable to be determined. The patient tolerated the procedure.